Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3487a-33, lot# j0104151v, implanted: 2001 (B)(6); product type lead product ID 3487a-33, lot# j0016089v, implanted: 2001(B)(6); product type lead product ID 7495-25, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 7495-25, serial# (B)(4), implanted: 2001 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient turned the implantable neurostimulator (ins) off to recharge. After charging the patient turned therapy back on and there was no stimulation. The patient experienced a loss of stimulation and a loss of therapy on (B)(6). The loss of stimulation was not related to positional movement, a fall or trauma, or any medical test or emi. The patient programmer (pp) was used to sync with the ins and it showed that stimulation was on, and the patient had the ability to change stimulation but this did not resolve the issue. The patient had program 1 that was at 4.80 and the patient increased to 5.80 with no stimulation. The patient also had program 2 at 5.80, and after increasing that the patient didn't feel stimulation either. The patient did not have adaptivestim or any other groups to try. It was noted that without stimulation the patient's legs were bothering them.